Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a tha case, a third degree burn, approximately 3cm to 5cm, was identified on the patient lower limb. Staff reported the aquamantys device may have been inadvertently activated while on the sterile field causing the burn. The burn was treated with a skin resection and no other interventions were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.